Event description:
The reporter contacted lifescan alleging that the meter was not powering on by inserting a test strip. The reported issue was unresolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient. This malfunction is not considered reportable as lifescan does not believe the chance this malfunction causing or contributing to an ae is more than remote and has not reported an ae where this malfunction may have caused or contributed to the injury/death.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.